Event description:
It was reported via stelobot that a skin reaction was occurred. The biosensor was inserted into the back of the upper arm on (B)(6) 2026. On (B)(6) 2026, the customer developed an abscess two days after the biosensor was removed, and symptoms included redness, inflammation, and burning sensations at the puncture site. He consulted a healthcare provider (hcp) who performed a surgical incision and drainage of the abscess. He was treated with two prescription oral antibiotics to resolve the infection. They were keflex, and ¿arithromycin,¿ presumed to mean erythromycin, which were started on (B)(6) 2026. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional customer or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).